Event description:
Related manufacturer reference number:2017865-2024-71978. It was reported that the implantable cardioverter defibrillator and the right ventricular lead exhibited loss of capture. No intervention was performed. The patient was in stable condition.